Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip would not open or deploy. The procedure was completed with another resolution 360 clip. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not be deployed.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on april 17, 2023. Block h6 has been updated to code for clip-poor bite, deeming this a non-reportable scenario.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip would not open or deploy. The procedure was completed with another resolution 360 clip. There were no patient complications have been reported as a result of this event. Additional information received on april 17, 2023 it was clarified that the clip would not grasp completely onto tissue.